Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the clinical diagnosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a health care provider that a patient had been diagnosed with a skin lesion after wearing a pod. Based on the method this information was received, additional details could not be obtained on this medical event.